Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was drawing excessive current and was unable to power on. The sd card was shorted, causing thermal damage to the monitor. The root cause for the shorted sd card could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor. The monitor was making a crackling sound and was not powering on.